Event description:
It was reported that the patient experienced a return of symptoms and the programmer displayed a power on reset message, the power on reset message was subsequently cleared and stimulation resumed.